Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. It was also reported the customer's insulin pump has been alarming since arriving at the hosp. Partially troubleshooting was performed, and requested customer to call back to the helpline for further troubleshooting when she feels better. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.